Event description:
Information was received indicating that a patient fell asleep on the dose cord in use with a smiths medical cadd ambulatory infusion pump and that the button was pushed sixty-four (64) times. Per reporter, it was likely that doses were delivered while the patient was sleeping. Reporter was unable to provide the specific duration of time or total number of doses the patient received. No adverse patient effects were reported.

Manufacturer narrative:
MFR report number is a duplicate of MFR report number 3012307300-2019-06688. Please refer to 3012307300-2019-06688 for initial and any supplemental reports.